Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
On (B)(6) 2010, a customer reported her blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. Due to the blank screen issue, the customer reported she could not test and take her insulin dose. The customer had to wait to go to the doctor's office to have her blood glucose tested at 6 am on the days of (B)(6) 2010. She was reportedly diagnosed with hyperglycemia and treated with insulin. The customer further reported she experienced dizziness and lightheadedness. There was no report of death or permanent impairment associated with this event.